Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. A manual sound test was performed and passed. A wiggle test was performed and passed. Receiver functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The log was downloaded and reviewed and there were no errors found. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.